Manufacturer narrative:
(B)(4). Factors that could contribute to the reported explanted stents include, but are not limited to, interaction of the guide wire with the stent implant if the stent is not fully expanded and apposed, the guide wire caught underneath the implanted stent, damage to the stent, or interaction with other devices. It is possible that one of the additional devices used for treatment became entangled with the underexpanded graftmaster stent and upon withdrawal, the graftmaster and promus stents were explanted and moved into the proximal right coronary artery; however, a conclusive cause cannot be determined. The product was not returned and may have assisted in the investigation. A conclusive cause for the reported difficulties cannot be determined; however, there are no indications of a product quality deficiency. This type of reported event will continue to be monitored. The lot history record was not reviewed because the product was not returned and the part and lot numbers are unknown. During manufacturing, all stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.5x19mm jostent graftmaster is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that this was an emergency case at 3:00 a.m. The graftmaster device was selected for use to treat an aneurysm in the mid right coronary artery (rca) in order to protect the aneurysm during treatment of the distal rca. Upon image review (poor quality) the graftmaster stent in the mid rca looked fully deployed. A promus stent was then implanted overlapping the edge of the graftmaster stent and the distal rca was successfully treated. Upon review of the case the next day, on different imaging equipment, the physician realized that the graftmaster and the promus stent were no longer deployed in the mid rca and were now located in the proximal rca. It is believed that due to the poor image on the older equipment used during the procedure that the graftmaster stent was underexpanded and that the treatment with additional promus balloons and stent delivery systems going in and out to treat the distal rca, pulled the underexpanded graftmaster and the promus stent back into the proximal rca. The patient was stable and was transferred at this time from (B)(6) to (B)(6), where the migrated graftmaster was deployed in the proximal rca (unintended site), and the promus stent was snared from the anatomy. A second graftmaster was selected to treat the aneurysm; however, failed to cross and as attempts to cross with additional balloons for dilatation also failed, the graftmaster was not reintroduced into the artery. No additional information was provided.